Event description:
It was reported the traction bar of compress anchor plug fractured while placing the compression nut. No pieces fell into the patient. No patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional associated products & mdrs. (Void) 178535 cps centering sleeve 13mm lot# 567750. MDR: 0001825034-2023-00076 (void) it was determined this product was not fractured and had no claim against it. A supplemental report was sent to void this MDR. The product was added to the associated product list below. Additional associated products: 178366 cps sm sht spdl w pins 600lbf lot# 567750, 178512 cps nut co-cr-mo alloy lot# 278090 178535 cps centering sleeve 13mm lot# 567750.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 178535 cps centering sleeve 13mm lot# 567750; MDR: 0001825034-2023-00076. Additional associated products: 178366 cps sm sht spdl w pins 600lbf lot# 567750; 178512 cps nut co-cr-mo alloy lot# 278090.

Event description:
It was reported the traction bar of compress anchor plug fractured while placing compression nut. Centering sleeve fracture noted as well. No known patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10.   Visual inspection of the returned device exhibits signs of use and has fractured in centering sleeve. Sem analysis of the fractured product showed shear ductile dimples flowing in different directions (going around the fracture surface). These fracture artifacts are consistent with the torsional overload mode of fracture. Review of the device history records identified no related deviations or anomalies during manufacturing. The compression nut is compatible to be used with thre anchor plug, sleeve and spindle, however entire construct compatibility cannot be determined as part information for the entire construct was not provided. No medical records were provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.